Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to suspected premature battery depletion. The device declared its elective replacement indicator (eri) on september 15, 2006 after the device had been in service for approximately 2.5 years. This device is part of the avt latching advisory population as described in the physician communication on june 17, 2005. A new guidant ICD of a different model was successfully implanted. No adverse patient effects were reported.